Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It is presumed that the distal end was subjected to significant physical stress, possibly causing the following damages observed during the inspection: the distal end dropping off, a missing objective lens, a missing light guide lens, and damage to the light guide bundle. It is likely that the detachment of the distal end, along with a broken charged-coupled device (ccd) cable, resulted in the reported loss of image. The events can be detected/prevented by following the applicable chapters in the instructions for use: instructions_ preparation and inspection_ inspection of the endoscope. Instructions_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Instructions_ important information ¿ please read before use_ dangers, warnings, and cautions warning:do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the visera laparo-thoraco videoscope exhibited no image due to a damaged distal end. There were no reports of patient involvement.